Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Formatted history file analysis confirmed pump errors due to software error. Device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 4 alarm and pump error 53 alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.